Event description:
The user facility reported that during a patient procedure, the table top of their cmax surgical table was slid all the way to the head section and then was commanded into trendelenburg via the hand control. The table continued to drift and user facility personnel commanded the table to level. Hospital personnel were able to re-level the table and the procedure was completed successfully. No report of injury however a procedural delay was reported due to the re-leveling of the surgical table.

Manufacturer narrative:
A steris service technician arrived onsite and tested the table by placing weight on it. The technician observed that the table was "struggling" when he commanded the table to level when duplicating the reported event. The technician replaced the trend cylinder and main valve assembly, tested the table and returned it to service. No additional issues have been reported. The table was manufactured in 2007 and is not under steris service contract. The operator manual states (pp. 5-8), "1x per year: check operation of level function. Check trendelenburg, the reverse trendelenburg operation."